Event description:
It was reported via repair work order that the bed had no power due to a malfunctioning cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed loss of all motor functions due to a faulty cpu board and hi/lo was inoperable due to a faulty lift potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bed loss of all motor functions due to a faulty cpu board and hi/lo was inoperable due to a faulty lift potentiometer. Supplemental submitted with evaluation results.